Event description:
On 7/29/2025, the beta bionics ilet user's mother reported that during two separate supply changes, the ilet device displayed an ¿unable to proceed¿ alert, requiring the supply change process to be restarted. On the most recent attempt, the supply change was only completed after rewinding the device twice. The caregiver later confirmed that they were able to rewind the ilet without the alert recurring. The agent informed the caregiver that if the piston is functioning as expected, the issue may be related to the supplies used. No symptoms, external assistance, or medical intervention occurred, and insulin delivery resumed. No device malfunction was confirmed.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.